Manufacturer narrative:
(B)(4).

Event description:
The customer initially called to state that the field service engineer (fse) was onsite several days ago due to rinse cells overflowing on the c 501 instrument. She indicated that cracked tubing was replaced and thought that the issue was resolved, but the problem continued. The customer questioned results for 3 patients tested for one or more of the following tests: alb2 albumin gen.2 (alb2), altlp alanine aminotransferase acc. To ifcc with pyridoxal phosphate activation (altlp) and bilt3 bilirubin total gen.3 (bilt3). Based on the data provided, the results for 2 patients were erroneous when tested for bilt3. The erroneous results were reported outside of the laboratory. Patient 1 initial bilt3 result was 5.7 mg/dl. The repeat result was 14.6 mg/dl. Patient 2 (female with date of birth of (B)(6) 1922, weighing (B)(6) kg) initial bilt3 result was 0.2 mg/dl. The repeat result was 0.9 mg/dl. No adverse event occurred. The bilt3 reagent lot number and expiration date were not provided. The fse visited the customer site again and identified rust corrosion build-up restricting movement of vacuum valves. The fse removed and cleaned the rust corrosion build-up from the valves. The customer ran quality controls which were acceptable. The investigation stated that vacuum valves can get rusty even if the parts of the valve do not come in direct contact with fluids. The tubes are constantly under stress due to movement, and cracks and leaks can occur due to age. Reagent issues can be excluded as a root cause since different tests showed similar behavior. The investigation agreed that the root cause of the issue was the rusty vacuum valves and cracked tubes identified by the fse on 2 different service visits.